Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on an unknown date. During scope cleaning, brush at the tip was peeled off while using the device for cleaning the endoscope tube. There was no patient involvement with this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Initial reporter address: (B)(6). The complainant was unable to report the lot number; therefore, the manufacture date is unknown. This is a non-sterile device with no expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on an unknown date. During scope cleaning, brush at the tip was peeled off while using the device for cleaning the endoscope tube. There was no patient involvement with this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block e1: initial reporter address (B)(6). Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: device code a0401 is being used to capture the reportable issue of brush at the tip was peeled off. Block h10: one hedgehog double-end brush was received for analysis. A visual analysis was performed and it was found that the small brush head was missing bristles. No other problems were noted. The reported event was confirmed. During product analysis it was noted that the small brush head was missing bristles. Bristles are attached to the shaft by getting twisted between two metal wires. It is possible for bristles to become dislodged if the brush is twisted or torqued while inside the scope, counter-acting the direction in which the bristles are twisted onto the shaft. It is also possible for bristles to break and become dislodged due to forcing the brush into the scope. The interaction between the user and device caused or contributed to the event. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block e1: initial reporter address (B)(6). Block d4 : this is a non-sterile device with no expiration date. Block h6: device code a0401 is being used to capture the reportable issue of brush at the tip was peeled off. Block h10: one hedgehog double-end brush was received for analysis. A visual analysis was performed and it was found that the small brush head was missing bristles. No other problems were noted. The reported event was confirmed. During product analysis it was noted that the small brush head was missing bristles. Bristles are attached to the shaft by getting twisted between two metal wires. It is possible for bristles to become dislodged if the brush is twisted or torqued while inside the scope, counter-acting the direction in which the bristles are twisted onto the shaft. It is also possible for bristles to break and become dislodged due to forcing the brush into the scope. The interaction between the user and device caused or contributed to the event. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: block h6 (component codes) has been corrected. Block d4 has been updated based on additional information received september 1, 2022.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on an unknown date. During scope cleaning, brush at the tip was peeled off while using the device for cleaning the endoscope tube. There was no patient involvement with this event.